Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04965 pertains to the other device. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.